Event description:
The patient went to the ER for ICD shocks. It is believed this lead dislodged. No additional adverse events were reported.

Manufacturer narrative:
(B)(4). This lead was explanted due to loss of capture, dislodgement and inappropriate shocks. Corrected the explant date. The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. The analysis revealed multiple signs of wear along the lead body, however, the insulation was found intact. The inner coil was found overrotated and fractured which most likely occurred during the extension or retraction of the fixation helix. With regard to the issues mentioned in the complaint description, the analysis did not reveal any deviations which might have contributed to the clinical observation. The analysis did not reveal any sign of a material or manufacturing problem. Biotronik will monitor closely if complaints received in future point towards a common root cause. For this reason we encourage close dialogue between clinicians and our product experts in order to explore all options to minimize any such occurrences in future.